Event description:
It was reported needle precision glide had foreign matter. The following information was provided by the initial reporter, translated from portuguese: "dirt in the cannon."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-03. H6: investigation summary: samples and photos received for investigation, upon visual inspection it is possible to detect that there is a flaw in the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The dirt observed comes from the use of hydraulic plastic injection equipment, which requires the presence of oils and greases, additionally the materials used are non-toxic and food grade. The possible root cause is associated with the equipment since it requires the use of oils and greases for its operation. When some operational or mechanical failure occurs, this material gets in contact with the product and is carried to the next process. No additional corrective or preventive action is proposed at this time. H3 other text: see h10.

Manufacturer narrative:
Initial reporter additional phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported needle precisionglide had foreign matter. The following information was provided by the initial reporter, translated from portuguese: "dirt in the cannon."